Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2015 to repair a distal radius fracture on the left. During the procedure, the surgeon was unable to lock one of the reported screws. The screw was removed and a metal piece was found at the operating region ¿ the surgeon did not know if the piece came from the screw or the plate. The fragment was cleared out and another attempt was made to insert/lock the same screw. The screw still could not be locked, but the surgeon proceeded with the surgery. It is unknown if the screw was replaced or if it was left in the patient unlocked. The procedure was prolonged by three (3) minutes. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. It is unknown if the reported plate was implanted or removed during the procedure. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing site: (B)(4), manufacturing date: april 9, 2015, expiry date: march 1, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.